Event description:
Reporter indicated, a vns pt had generator replacement surgery due to "electric shocks". Follow-up with the reporter revealed the pt was having painful stimulation in the neck and left shoulder and this was the reason the generator was replaced. No causal or contributory vns programming changes or medication changes preceded the onset of the painful stimulation. It was not known if the pt experienced any trauma or manipulated the vns. Since the generator has been replaced, the pt does not report any more painful stimulation. During the generator replacement surgery, a "wire fracture was not seen" per the reporter. The explanted generator was returned for analysis and no anomalies were identified. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. There were no performance or any other type of adverse conditions found with the pulse generator.